Manufacturer narrative:
Continuation of d10: product ID 3708140 lot# serial# (B)(6) implanted: explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(6) , ubd: 19-may-2027, UDI#: (B)(4) g2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was trialing a wireless external neurostimulator (wens) for chronic intractable pain. It was reported that there was impedance instability. They reattached to the wens and wiped off bodily fluids; there was no resolution. They reconnected the lead and extension, and this did not resolve the issue. They measured the impedances of the lead and it was confirmed there was no impedance problem; it was confirmed through troubleshooting that there were no defects in the lead or wens. The extension was replaced and after that, impedances were within the normal range. The issue was resolved. Surgical intervention did not occur and was not planned.

Manufacturer narrative:
Continuation of d10: product ID: 3708140, serial# (B)(6), product type: extension. H3. Analysis found non-conformances with the lead extension. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductor 1 was broken in the extension; 1.1 cm from the distal end of the extension. We conclude that the returned lead was related to the reported event of the impedance instability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.